Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that a clinical manager found eight cracked 10 ml bd luer-lok¿ syringe with 20 g x 1 in. Bd precisionglide¿ needles inside a box prior to use. No report of injury or medical intervention.

Manufacturer narrative:
Results: investigation summary and conclusion: DHR review for batch #7119615: all in-process inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7119615 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one open package was received by bd (B)(4) and confirmed to be from batch #7119615 (p/n 309644). The sample was visually evaluated. The sample package is marked as a 10ml needle product. The package was torn open at the flange end with a syringe inside but no needle. The syringe had a crack in the barrel wall from the taper to approximately the 4ml grad line in the no print area of the barrel. Scuff marks were also visible near the crack. It is unclear what caused the crack and whether the damage occurred prior to leaving the manufacturing plant. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation, bd canaan was able to confirm the customer's indicated failure. Root cause: undetermined ¿ based on the investigation results to date, root cause could not be determined.